Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to resume insulin delivery after getting out of the shower. The customer's blood glucose (bg) level was 400-600 mg/dl. The customer went to the emergency room due to diabetic ketoacidosis (dka) and was treated. As the contact was not with the customer at the time of the report, additional information was not provided. Multiple attempts were made to obtain more information; however, the contact did not reply to the requests.